Event description:
It was reported that in an unknown timeframe post implantation of a left total ankle arthroplasty the patient experienced symptomatic tibial lucency. No information regarding medical intervention was reported. Attempts have been made and all available information was provided.

Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information, and no further information has been provided. D10: unknown apex talar component. Unknown apex poly component. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.